Event description:
It was reported via journal article the rotablator burr stuck in the vessel. The target lesion was located in the severely calcified left anterior descending artery (lad). During the use of a 1.5 mm rotablator burr inside the lesion, the burr got stuck. A second guide wire and post dilatation of the lesion were required for burr removal.

Manufacturer narrative:
Literature citation: sulimov, ds et al. (2013). Stuck rotablator: the nightmare of rotational atherectomy. Eurointervention 9:251-258. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn corrected from unknown to (B)(4). Literature citation: fredric de vroey. 2012. How should I treat an entrapped rotational atherectomy burr?. Eurointervention 2012; 7:1238-1244. (B)(4)

Event description:
It was further reported: the patient presented with symptoms suggestive of unstable angina. The target lesion was calcified and tortuous located in the left anterior descending artery (lad). A 6 fr non bsc guiding catheter was used. Access to the lesion was obtain using a 0.014" non bsc guidewire and exchanged for a floppy rotawire with the help of a non bsc microcatheter. A 1.5 mm rotational atherectomy burr was advanced to the proximity of the lesion, and rotational atherectomy at a speed of 160,000 rpm commenced. Fifteen seconds into the first run, the burr suddenly popped forward across the stenosis. The burr was trapped beyond the lesion and rotation ceased abruptly. Attempts to withdraw it only drew the guide catheter deeply into the lad. The rotational atherectomy burr could not be withdrawn but was able to be pushed slightly further down the lad. Angiography showed no sign of dissection and timi flow was normal. There was no space to advance guidewires or balloons through the 6f guide catheter, so a second 6f guide catheter was inserted via the right femoral artery. The first guide catheter was withdrawn to the ascending aorta to allow the second guide to engage the left main coronary artery. A 0.014" guidewire was advanced into the lad and across the lesion, adjoining the rotational atherectomy catheter shaft. A 1.5×12 mm maverick balloon crossed the lesion successfully and was inflated to 18atm. Further inflations were performed with a 2.0 mm and a 2.5&#1521;5 mm balloon catheter to 18 atm. The burr was then easily retrieved. A 2.5×32 mm promus element stent was then deployed at the lesion site, and post dilated with a 2.75 mm balloon catheter to 24 atm. A 3.0x8 mm promus element stent was used to treat the proximal lad lesion. The angiographic result in both lesions was excellent. The patient remained haemodynamically stable throughout the procedure. The patients recovery was uncomplicated and was discharged on the following day.